Event description:
This is filed to report the failure to remove the lock line during use with the clip delivery system (cds), which has the potential to cause or contribute to patient injury. It was reported that this was an un-proctored mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One mitraclip was implanted. During preparation of the second clip delivery system (cds), the lock lever was retracted, but there did not appear to be enough tension so the lever was retracted 1 cm above the blue line in order to open the clip. The cds was inserted to the mitral valve leaflets and positioned without issue. Leaflet grasping was successful and it was decided to deploy the clip per the instructions for use (IFU). The lock line was retracted approximately 8 cm but became stuck and could not be retracted. A few forceful attempts were made to pull the lock line and it was then possible to unlock the clip, open it and remove it with the cds. While retracting the lock lever, the lock lever needed to be retracted 1.5cm to unlock the clip. During removal, slight resistance was noted with the steerable guiding catheter (sgc) but the cds was advanced forward and then retracted without issue. After removal from the anatomy, extreme force was used in an attempt to remove the lock line. The line moved 30-40cm and then became stuck again. There was a 40 minute delay but the delay was not clinically significant. A new cds was used to continue the procedure. Mr was reduced to <1 with two clips implanted. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. In this case, since the lock lever cap had been removed and one end of lock line had been pulled into the device, the reported lock lever having to be retracted further than expected could not be replicated in the testing environment. The lock line was attempted to be pulled from the lock lever, and the lock line was unable to be removed; therefore, the reported inability to remove the lock line was confirmed. Additionally, during water bath testing, the clip delivery system (cds) was attempted to be removed, and no interaction between the clip and the steerable guiding catheter (sgc) soft tip was observed; therefore, the reported clip caught on guide tip could not be confirmed. Potential causes for the reported difficulty in removing the cds from the sgc can include, but are not limited to, patient conditions (challenging / tortuous patient anatomy), user technique / procedural conditions (full closure of clip prior to removal), or manufacturing anomalies. During analysis, a knot in the lock line was confirmed. Herniation on the lock line lumen coils was confirmed under microscopy. Potential causes for inability to remove lock line can include, but are not limited to, patient conditions (challenging / tortuous patient anatomy), user technique / procedural conditions (presence of knots during lock line removal), or manufacturing anomalies. With respect to patient conditions, user technique and/or procedural conditions, inability to remove the lock line may be influenced by challenging / tortuous anatomy, lock line unwrapping technique, or inspection for knots prior to lock line removal. In this case, it was reported that there were no issues identified during functional inspection of the device prior to use. Based on the information reported and the analysis of the returned device, the inability to remove the lock line was a result of procedural conditions associated with the knot in the lock line interacting with the herniated coil. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint-handling database identified no other incidents for the reported lot for the reported clip caught on guide tip, lock lever having to be retracted further than expected, or inability to remove lock line. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.